Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-500 (mg/dl) for a few months and mild to medium ketones. Customer indicated that they would attempt to address elevated bg levels by changing supplies and basal settings on the tandem pump, or would revert to manual injections and/or another pump. Recommendation was made to consult with health care provider to discuss diabetes management.